Manufacturer narrative:
H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.